Event description:
Customer stated they needed the part number for device's standard paddles. They stated that the paddles had worn. There was no pt use associated with the report.

Manufacturer narrative:
Physio-control supplied parts information to customer for replacement.